Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD; implanted: (B)(6) 2015, product ID 6707-15 x2 adaptors; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) longevity was shorter than expected and the battery voltage was rapidly depleting. It was further reported that the atrial lead had exhibited high thresholds for quite a while and the atrial outputs were reprogrammed. The ICD and atrial lead remain in use. No patient complications have been reported as a result of this event.